Event description:
It was reported that a shunt was explanted from a pt due to an infection (staphylococcus aureus). There was also insufficient drainage reported. The shunt system that was explanted consisted of a novus valve, a pudenz ventricular catheter and a pudenz cardiac catheter.